Event description:
It was reported that; the surgeon was using a t-handle and part of the quick-release mechanism broke. Two pieces came out. Both were recovered and are available for inspection.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The IFU for instruments states the instruments may fracture depending on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Also, instruments with articulations may require lubrication. This device was approximately 5 years old at the time this event was reported. Conclusion: the plausible root cause of the reported event is normal material wear based on the age of the device.

Event description:
It was reported that; the surgeon was using a t-handle and part of the quick-release mechanism broke. Two pieces came out. Both were recovered and are available for inspection.